Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and view on a monitor; there was no clear visibility through the dissection tip, distortion was observed. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the image on the dissection tip was cloudy on the vasoview 7xb. A q-tip was used to clean out the inside of the dissection tip, which resulted in minimal improvement. The same device was used to complete the procedure. The hospital did not report any patient effects.